Manufacturer narrative:
The device was inspected by an arjo representative. Upon inspection, it was found that one of the hinges is broke. No other malfunctions of the bed were found. The photographic evidence provided confirmed the reported issue. The issue was consulted with the arjo product engineer who advised that the wear of the hinge components is the most probable root cause as the device was almost 16 years old based on the manufacturing date. Based on the collected information it was determined that the component failure probably caused by normal wear of the part is the most likely root cause of the issue. Arjo device failed to meet its performance specification since damaged component was observed. This complaint is deemed reportable due to allegation of hinge breakage during use with the patient. No injury occurred as an outcome of the claimed malfunction.

Event description:
Arjo received a customer complaint for enterprise 9000 bed. According to the information received a patient was on the enterprise 9000 bed while the hinge between the back section and the thigh section broke. As a result, the patient did not sustain any injuries.